Manufacturer narrative:
Siderail impacted by another object.

Event description:
It was reported by service report that the head left side rail was damaged. Sharp edges were found. No patient involvement or adverse consequences are reported.